Event description:
It was reported that twenty-nine days post implant the there was a atrial lead connection issue due to the device¿s setscrew. The issue with the setscrew was fixed and the atrial lead and device remain in use. No patient complications have been reported as a result of this event.